Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use (IFU). They could not relieve the message so they rebooted the iabp. When it powered up, there was a high pitched alarm and displayed ¿power up test fail¿. They switched to another iabp and it also displayed the ¿power up test fail¿ message. They switched to a third iabp and this was successful. They were able to pump alarm-free, but then noted ¿pink froth¿ inside the helium tubing of the iab catheter near the insertion site. The getinge representative confirmed that is was the helium tubing, and not pressure tubing. The customer was advised that the iab would need to be removed per IFU recommendation. They were then directed to place the iabp in standby, clamp the helium tubing, and disconnect from the iabp. They confirmed that blood did not reach the iabp. The physician was then notified for iab removal. The patient was reported to be in good condition. There was no patient harm or adverse event reported. This report is for the iab involved in this event. Two (2) separate reports will be submitted for the cardiosave iabps.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).